Event description:
A surgeon reported during a cataract removal and intraocular lens (iol) implant procedure in right eye, while preparing the iol for implantation, the surgeon noticed that the plunger passed over the iol, pinching the posterior haptic at the cartridge's exit with confirmed no patient contact. The lens was replaced with identical replacement lens and the procedure was completed on same. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).